Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The distal detachment tip (ddt) was fractured off the distal tip of the pusher assembly and the embolization coil was detached from its pusher assembly. The proximal constraint sphere was present on the proximal end of the coil. Offset coil winds were present along the length of the embolization coil. Conclusions: evaluation of the returned pod pc revealed that the ddt was fractured off the pusher assembly and the embolization coil was detached from its pusher assembly. If the pod pc is forcefully manipulated against resistance, damage such as this may occur. The root cause of resistance could not be determined. Further evaluation of the returned pod pc revealed offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Penumbra coil are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs), pod coil, and lantern delivery microcatheter (lantern). During the procedure, the physician placed a pod coil and pod pc in the target vessel using the lantern. The physician then experienced resistance after advancing another pod pc approximately nine centimeters into the lantern. Subsequently, the physician removed the lantern containing the pod pc and then removed the pod pc from the microcatheter. The physician reinserted the lantern and completed the procedure using a new pod pc. There was no report of an adverse effect to the patient.